Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. Concomitant products: carto 3 system - model #: m-4800-01; serial #: (B)(4). Stockert 70 system - model #: m-5463-01; serial #: (B)(4). Coolflow pump - model #: m-5491-02; serial #: (B)(4). Coolflow tubing set - model #: d-1233-01-s; lot #: OEM_d-1233-01-s. (B)(4). Event description continuation: the physician immediately stopped and called for the cv surgeons. With the cv surgeon¿s recommendation, the physician pulled back the sheath/dilator slightly from its position and a hand injection of contrast was noted under fluoroscopy. It was observed that the contrast was flowing directly into the aortic root. No hemodynamic changes were noted in the patient at any time during or after the event occurred. The event did not require medical intervention. The event required extended hospitalization. The event did not result in the impairment of a body function. The physician¿s opinion regarding the causality of the perforation is that there was insufficient tenting of intraatrial septum, cardiac anatomy. The causality was possibly non bwi device related. The only other factor that might have contributed to the cardiac perforation was a prior cardiac valve surgery. The physician did not experience any difficulty in manipulating the catheter. No ablation was performed in this procedure. During mapping, the flow setting was set to 2 ml/min. A long sheath was not used with the ablation catheter in this event. The patient did not receive any anticoagulation in the procedure. The outcome of the adverse event was that the patient fully recovered. The patient¿s updated health status is he is doing well, discharged from hospital, and follow up testing revealed no defect or problems related to the event. Reprocessed catheters were used during this event. Request was sent to clarify which catheters were reprocessed. Awaiting response.

Event description:
It was reported during an atrial flutter (afl) procedure, the coolflow pump was displaying a perpetual bubble error. The tubing was reseated and the tubing and sensors were cleaned with no resolution. When the tubing was replaced, the issue resolved. This issue was not indicative of a reportable issue as it is highly detectable. It was also reported that later during the atrial flutter case, a perforation of the aorta was noticed as the patient's blood pressure dropped. The perforation was confirmed by contrast injection. No treatment was administered to the patient. The patient was reported to be in stable condition. Upon request, additional information was provided on the event. The event was life threatening. After mapping in the right atrium, it was presumed the arrhythmia was originating from the left atrium. The physician removed the ablation catheter completely out of the body and prepared for transseptal access. Challenges were noted with the transseptal in that the tenting of the sheath on the septum was not clearly observed. When there appeared to be some observance of tenting noted by the physician and scrub technician, the physician slightly advanced the needle and dilator. A systolic/arterial pressure reading was noted on the pressure monitor which was connected to the transseptal needle/sheath system.

Manufacturer narrative:
The bwi field representative provided additional information on the event on (B)(6) 2013. The bidirectional coronary sinus catheter fj curve was a reprocessed catheter. The sr0 sheath was used. Investigation still in progress. A supplemental report or device evaluation will be submitted. (B)(4).

Manufacturer narrative:
(B)(4) it was reported during an atrial flutter (afl) procedure, the coolflow pump was displaying a perpetual bubble error. The tubing was reseated and the tubing and sensors were cleaned with no resolution. When the tubing was replaced, the issue resolved. This issue was not indicative of a reportable issue as it is highly detectable. It was also reported that later during the atrial flutter case, a perforation of the aorta was noticed as the patient's blood pressure dropped. The perforation was confirmed by contrast injection. No treatment was administered to the patient. The patient was reported to be in stable condition. Upon receipt, the catheter was visually inspected and it was found in normal conditions. Then per the reported event, eeprom, calibration, carto, 4khz, electrical, temperature, generator, deflection and cool flow pump tests were performed and the catheter passed specifications. The device history record (DHR)was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.